Event description:
Reportedly, a (21mm) valve was explanted after an implant duration of 14.03 months due to aortic regurgitation and prosthetic valve endocarditis. It was reported that magna 3000j21 was implanted for aortic valve replacement (avr) to correct aortic stenosis and regurgitation (asr) on (B)(6) 2010. On (B)(6) 2011, magna 3000j21 was explanted for avr due to aortic regurgitation (ar) and prosthetic valve endocarditis (pve). After the explant, patient¿s aortic annuloplasty was performed with bovine pericardium patch 4700 and a magna 3000j19 was implanted as a replacement. Customer commented that they did not think this explant was product related. No update has been provided on patient condition.

Manufacturer narrative:
Method: device not returned. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider has informed us that the device will not be returned for evaluation due to infecton which is unknown. Despite requests for additional information, no additional patient history or information has been received. The surgeon did not feel that this explant was due to a defect in the device but was due to patient related issues. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection were not provided. Without the additional requested information needed regarding this event, we are unable to conclusively determine the root cause for explant of this device. In the event additional information is provided, a follow-up report will be submitted.